Event description:
It was reported that the clinician inserted the spring wire guide (swg) through the sheath then passed the intra-aortic balloon (iab) over the swg approximately half way into the aorta. It was at that time the iab became "stuck" and could not be advanced any further. As a result, the iab and sheath were removed. With the swg still in place, the clinician passed a datascope catheter into the aorta without difficulty. The clinician stated the reason for the difficulty may have been either from traveling a tortuous vessel or possibly may have met with plague inside the femoral artery. A datascope pump was used along with the catheter. The patient died shortly after being moved from the cath lab to the intensive care unit. The clinician stated the catheter has not been blamed for the death as the prognosis of the patient before going to the cath lab was nil.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.